Event description:
During a follow-up in clinic, r wave amplitude variation and low pacing impedance were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece with the helix retracted with blood present. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for damage consistent with procedural damage. The reported event of r-wave amp variation and low pacing impedance were not confirmed.